Manufacturer narrative:
No allegations of deficiency were made against the ipg. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. X-rays confirmed the lead had migrated. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was established.